Event description:
It was reported that "another infection had set in" and the pump was decreased. The first pump was explanted due to infection (refer to MFR report #3004209178-2011-07281). Per the reporter, as of (B)(6) 2011, the infection was "clearing up." The pt was having a lot of leg contractions. Increasing the pump baclofen dosage was being considered.

Manufacturer narrative:
(B)(4).